Event description:
A customer contacted physio-control to report that their device gave incorrect interpretation of the signal during intervention on the patient. This issue is patient related; however there was no adverse event reported.

Manufacturer narrative:
A physio-control service representative performed an evaluation of the customer¿s device and was not able to verify or to duplicate the reported issue. The device was returned to the customer unrepaired per their request. A cause of the reported issue could not be determined.

Manufacturer narrative:
Physio-control will not request any patient identifying information to be in accordance with regulation (EU) (B)(6) of the european parliament and of the council. Physio-control contacted the customer to request additional information on the patient. The customer provided physio-control with the available patient information. Patient fields in which information is not provided were intentionally left blank.   Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted physio-control to report that their device gave incorrect interpretation of the signal during intervention on the patient. This issue is patient related; however there was no adverse event reported.